Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The stent delivery system was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied to the balloon. It is noted that if positive pressure was applied to the balloon, this would compromise the stent securement and possibly result in initiating stent deployment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2017. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (lad). Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.